Manufacturer narrative:
E1- initial reporter phone; (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa) with a simple curvature general geometry. After inflation was performed with a 4mm non-boston scientific (bsc) device in an sfa distal occlusion case, a 4.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced through the sheath using the loading tool. During the procedure, the balloon ruptured when it reached 6 atmospheres upon initial inflation. The device was removed without any problems, and the procedure was completed with a non-bsc device. No complications were reported, and the patient was in good condition after the procedure.